Manufacturer narrative:
This report is made based on the results of investigation completed on 06/01/2011. (B)(6). Recall 2531779-03/24/2010-003-r. During evaluation the force sensor assembly was found to be damaged. Unrelated to the complaint, the pump's battery compartment was found to be cracked. The battery cap was found to be stripped, and would not maintain power. Further testing was completed with a test battery cap.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.